Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 836495) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous, autoimmune disorder, dysmenorrhoea and rash. Concurrent conditions included obesity. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding ((vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), alopecia ("hair loss") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced psoriasis ("autoimmune disorder:psoriasis"), rosacea ("autoimmune disorder: rosacea"), rash ("autoimmune disorder: rashes"), skin disorder ("autoimmune disorder: skin conditions"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), abdominal distension ("feeling extremely bloated") and abdominal pain lower ("cramping"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy (partial) with bilateral salpingectomy salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, hormone level abnormal, vaginal haemorrhage, menorrhagia, female sexual dysfunction, psoriasis, rosacea, rash, skin disorder, dysmenorrhoea, vaginal discharge, weight increased and gastrointestinal disorder outcome was unknown and the dyspareunia, fatigue, abdominal distension, alopecia and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, hormone level abnormal, menorrhagia, pelvic pain, psoriasis, rash, rosacea, skin disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion current weight 160 lbs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: the case will be deleted from bayer pv database because this is a duplicate from 2015-414485 case. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 836495) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding ((vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), psoriasis ("autoimmune disorder:psoriasis"), rosacea ("autoimmune disorder: rosacea"), rash ("autoimmune disorder: rashes"), skin disorder ("autoimmune disorder: skin conditions"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), abdominal distension ("feeling extreemely bloated"), alopecia ("hair loss"), abdominal pain lower ("cramping") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). The patient was treated with surgery (hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, hormone level abnormal, vaginal haemorrhage, menorrhagia, female sexual dysfunction, psoriasis, rosacea, rash, skin disorder, dysmenorrhoea, vaginal discharge, weight increased and gastrointestinal disorder outcome was unknown and the dyspareunia, fatigue, abdominal distension, alopecia and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, hormone level abnormal, menorrhagia, pelvic pain, psoriasis, rash, rosacea, skin disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion current weight (B)(6) lbs. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs was received. Essure lot number added. Events hormonal changes, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), autoimmune disorder: psoriasis, rosacea, rash, skin disorder, dysmenorrhoea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, bloating, hair loss, gastrointestinal or digestive system condition and cramping were added. Patient had hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.